Event description:
It was reported that a transfer set disconnected from an ultrabag which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. Additionally, minicaps were "not staying attached to the patient's transfer set". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.